Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set issue on (B)(6) 2026. The adhesive is not sticking at the insertion site. The infusion set was accidentally pulled out during use. The patient replaced the infusion set, and resumed insulin deliveries successfully. No further information available.